Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is reported for several complications related to a study. This research article was a prospective study designed to determine the safety, efficacy, and costs of percutaneous mitral valve leaflet repair (pmvr), using the mitraclip device in a UK setting. Complications identified in the study included: hospitalization, neurological event, additional surgery, myocardial infarction, major bleed, acute kidney injury, cardiogenic shock, pericardial effusion, mitral stenosis, minor bleed, death, device embolism with percutaneous retrieval, single leaflet device attachment (slda), and positioning failure. In conclusion this study shows that percutaneous mitral valve leaflet repair using mitraclip is a relatively safe and effective treatment in patients unable to tolerate surgery and has the potential to reduce ongoing healthcare costs in the UK. Details are listed in the article titled, "safety, effectiveness and costs of percutaneous mitral valve repair: a real-world prospective study".

Event description:
N/a.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, and due to limited information available from the article (no individual information available), a cause for the reported positioning failure, single leaflet device attachment (slda) and expulsion could not be determined. Additionally, due to the limited information available, a cause for the patient effects of pericardial effusion, cerebrovascular accident, myocardial infarction (mi), hemorrhage, renal failure, shock, mitral stenosis and death could not be determined. However, pericardial effusion, cerebrovascular accident/stroke, myocardial infarction (mi), hemorrhage, renal failure, shock, mitral stenosis and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional death and malfunctions reported in the article are captured under separate medwatch report(s). B3, d6: dates estimated d4: the UDI number is not known as the part and lot number were not provided attachment: article titled, "safety, effectiveness and costs of percutaneous mitral valve repair: a real-world prospective study".